Event description:
It was reported that the pt experienced "never having therapeutic effect" with unspecified symptoms. Per the reporter, the "pump has not worked since implant", she would like to have the pump explanted.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
The pump never really helped the patient¿s pain. For subsequent events, see manufacturer¿s report # 3004209178-2015-10041.